Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was found dislodged and had retracted to the main coronary sinus. The lv lead exhibited high thresholds with lv tip to right ventricular (rv) coil and was unable to capture the lv in all other pacing configurations. As the lead was unable to advance and safely be removed, the lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the lv lead was explanted.